Event description:
Bilateral breast implant removal due to breast asymmetry. Pathology report: left breast received in formalin a 71g 13.0x 12.0 x 1.0cm previously disrupted implant. The wall displays inscription mentor, cm350cc. A 0.5cm slit-like defect is identified in the wall with overlying tan fibrous tissue.